Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not re-deploy upon repositioning. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. (B)(4).